Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe having imaging issues was confirmed; the probe¿s image is too dark due to an internal failure of the probe.

Event description:
It was reported the probe having imaging issues due to very poor visibility and barely displaying an image on the system. Verified their system gain is on 100% and the probe still does not show . The image you see is the contact scanning their wrist and no visibility. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the probe having imaging issues due to very poor visibility and barely displaying an image on the system. Verified their system gain is on 100% and the probe still does not show . The image you see is the contact scanning their wrist and no visibility. No other information was provided.